Event description:
It was reported that post implant procedure, the device was interrogated and found the threshold on the right ventricular (rv) lead had increased. Fluoroscopy examination was done and the decision was made to reposition the lead for more adequate parameters. The lead was repositioned the same day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554 implantable pacing lead 2013 (B)(6); sedr01 implantable pulse generator 2013 (B)(6). (B)(4).